Event description:
The complainant reported a 78 year old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced hemolysis. As treatment, haptoglobin was administered to the patient and the pump was later removed to relieve the condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.